Manufacturer narrative:
A sample was received to perform an investigation. Under visual inspection the sample appeared to be in good condition. Functional testing of the returned device was done using an inflation test. It was found that it was not even possible to inflate the cuff as it leaked so badly. The source of leak was found under water. A tear in the cuff was identified. It was determined that since the cuff leak was observed after placement it was most probable that the reported failure occurred during tracheostomy procedure from contact with a sharp edge. The instructions for use (IFU) informs the user to guard against contact of tube and tracheostomy cuff with sharp edges to avoid cuff damage. A device history record (DHR) review found no observations recorded to suggest an issue of this nature occurred during manufacture of this product. It was determined that the source of the failure was user interface.

Event description:
It was reported that during use of the product, leakage of air from the inflation line was observed. No additional information was available. No patient injury was reported.